Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed through merlin.net transmission. Review of session records noted pseudo pseudofusion. Programming changes were recommended.